Event description:
It was reported that the cardiac resynchronization therapy defibrillator displayed a red alert. Review of the device data revealed the alert was for high out-of-range shock impedance. The issue had been occurring intermittently and there were previous alerts stored. At this time, this right ventricular lead remains in service and no adverse patient effects were reported.